Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to unrelated infection. During the extraction procedure, the right ventricular lead would'nt readily come out of the port. The physician had to pull the lead out, which caused the lead to break. Additionally, when the physician elected to remove the left ventricular lead pin, black burn marks were noted in the left ventricular port of the device. The entire system was explanted. The patient was stable post procedure.